Event description:
Boston scientific received information that during the initial implant procedure, right ventricular loss of capture was noted with this lead. Another lead was implanted; however, the pt's blood pressure and heart rate were dropping and the pt went into cardiac arrest. A perforation with this lead was noted and the physician performed a sternotomy and started cardiac massage. The pt was stabilized and the chest was closed. The new lead exhibited normal diagnostics just before leaving the operating room and remained implanted. The pt did not regain consciousness and expired six days later. The physician believes the perforation was due to the elderly pt's thin myocardial tissue. The lead will not be returned as it was discarded by the hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.